Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead had high defibrillation impedance upon implantable cardioverter defibrillator (ICD) connection. The high impedance measurement was consistent, no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.